Event description:
The customer reported weak signal, lost sensor, cal error and bad sensor alarms. The customer also reported discrepancies with the blood glucose and sensor readings. In addition, the customer reported that she was hospitalized for low blood glucose levels. The customer felt that she had faulty sensors, and wanted them replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2010-81429.